Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported event of swelling as follows: contra-indications: ¿ "juvéderm® volbella¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes...)." Precautions for use "patients showing a history of streptococcal disease (recurrent sore throats, acute rheumatic fever) shall be subjected to a dual test before any injection is given to them." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported prior to injection patient was pretreated with emla cream and then injected under the eye (tear trough) with juvéderm® volbella¿ with lidocaine. After injection patient used ice. Approximately 6 months later patient developed "swelling under both eyes." Patient was prescribed cipro and apranax tablets for a week and symptoms resolved. Patient was concomitantly injected with botox®.